Event description:
Customer reported not being able to test his blood glucose with their freestyle meter because she could not code the meter. Customer reported experiencing symptoms of dizziness and lightheadedness. Customer reported going to a doctor who diagnosed customer with severe hyperglycemia and treated customer with insulin. Adc customer services will replace customer's meter.

Manufacturer narrative:
(B)(4). This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.